Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of pull wire broken. Imdrf impact code f2301 captures the reportable event of additional device required (hemostats) to secure the remaining piece of the wire. Imdrf impact code f23 captures the reportable event of unexpected medical intervention (patient send to or for further management).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the abdomen during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on an unknown date. During the procedure, while inserting the peg tube, the insertion guide wire snapped as the physician was pulling the tube through the abdominal wall. Despite dilating the entry site, the physician was unable to fully advance the peg tube. The remaining portion of the wire was secured with hemostats. No further information has been obtained despite good faith efforts. The patient was transferred to the operating room for further management.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the abdomen during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on an unknown date.during the procedure, while inserting the peg tube, the insertion guide wire snapped as the physician was pulling the tube through the abdominal wall. Despite dilating the entry site, the physician was unable to fully advance the peg tube. The remaining portion of the wire was secured with hemostats. No further information has been obtained despite good faith efforts.the patient was transferred to the operating room for further management.

Manufacturer narrative:
Block b3:approximated based on the date the manufacturer became aware of the event.block h6: imdrf device code a0401 captures the reportable event of pull wire broken.imdrf impact code f2301 captures the reportable event of additional device required (hemostats) to secure the remaining piece of the wire.imdrf impact code f23 captures the reportable event of unexpected medical intervention (patient send to or for further management).block h11: investigation results:the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed.with all the available information, boston scientific concludes that the reported event of wire break could not be confirmed. The device was not returned for analysis despite good faith efforts. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.a risk review was completed and confirmed that the event of wire break, additional device required and unexpected medical intervention were defined in the risk documentation. This event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.